Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was extremely off after a spin. This has happened before but never this drastic to where the surgeon couldn¿t proceed. This time, however, they were unable to proceed with the case as accuracy was off by quite a bit. They aborted navigation and switched to another imaging system. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
Additional report source: company representative. Problem was unable to be recreated.

Event description:
This issue could not be made to reoccur when the site attempted to recreate the event.

Manufacturer narrative:
The surgeon opted to complete the procedure without the use of the imaging system. It was noted that the imaging system was found to be out of calibration, following calibration the reported issue has not recurred.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the system was overdue for periodic maintenance. The issue is resolve by performing required periodic calibration to maintain accuracy. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.